Event description:
It was reported that the patient-side air circuit connector was found loose. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one unit was returned for investigation. Visual inspection found the appearance of the device in good condition. The outlet connector was checked and found loose, duplicating the reported complaint. When patient circuit is attached or detached, the load is in the direction which is loosened and thus it appears the loosening occurred for that reason. Root cause at this time is considered to be related to design. The connector was tightened and then all functional tests were passed following. A review of device history records found no repair history on this device.